Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-611-4 batch number 052202, was received for investigation. The visual inspection identified that the head tibial impactor had a broken chuck piece. No fragments were returned for analysis. Additional observation also found signs of wear and scratches. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device against hard bone or other instrumentation during use.

Event description:
On 04/19/2023, it was reported by a sales representative via sems that an ar-611-4 tibial impactor broke. This was discovered during a case; device broke during use. Additional information requested on 4/21/2023. Device did not break inside patient